Event description:
It was reported to boston scientific corporation that a patient underwent a procedure with a prolieve thermodilatation kit for the treatment of benign prostatic hyperplasia (bph). Reportedly, at procedure closure, the anchoring balloon would not deflate. The physician cut the port off of the catheter for the anchoring balloon and the anchoring balloon then deflated. There were no patient complications and the patient is fine. Follow up with the complaint revealed the anchor balloon inflated and deflated properly before the procedure when the catheter was tested and inspected.